Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the heartstart xl was unable to exit configuration mode. There was no indication of patient involvement.